Event description:
According to the reporter, during dialysis, it was observed that the venous (blue) luer adapter cracked, causing blood to ooze. There was a leak. The tego was not utilized. There was no instrument used to loosen or tighten the device. The insertion site was not treated prior to product placement. The catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.